Event description:
It was reported the lead migrated and the patient also had new right lower extremity pain. It was noted the patient had coverage into the right lower extremity and back but it didn¿t help with the pain. The patient had less than 50% therapy relief. It was unknown why the migration had occurred and was stated there were no falls. Testing and troubleshooting included impedance testing, x-rays, and reprogramming. Electrode 4 had impedances greater than 10,000 ohms. The entire system was explanted due to the patient not using their therapy. The system had not been decreasing their pain. The patient had a post-operative appointment and it was noted they did not hear of any issues following the explant.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).